Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot# 35261020 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when a .018¿ 300cm straight sv short peripheral steerable guidewire was pulled out after the procedure; the wire got stuck and was not able to be removed. Therefore, it was removed by covering it with a non-cordis wedge pressure catheter and the physician confirmed that the tip of the sv wire was stretched. The intended procedure was a pulmonary artery percutaneous transluminal angioplasty (pta). The sv wire was used. There was a feeling of being stuck in the back of the blood vessel during the procedure. The device will be returned for evaluation.

Manufacturer narrative:
When a .018¿ 300cm straight sv short peripheral steerable guidewire was pulled out after the procedure; the wire got stuck and was not able to be removed. Therefore, it was removed by covering it with a non-cordis wedge pressure catheter and the physician confirmed that the tip of the sv wire was stretched. The intended procedure was a pulmonary artery percutaneous transluminal angioplasty (pta). The sv wire was used. There was a feeling of being stuck in the back of the blood vessel during the procedure. Additional procedural details were requested but not provided. One non-sterile straight sv short peripheral steerable guidewire (pgw .018 sv short 300cm st) involved in the complaint was received for analysis. Per visual analysis, the wire was observed unraveled/ stretched at the distal tip. No other anomalies were found. Per microscopic analysis, the coiled wire of the unit was confirmed unraveled/ stretched at the distal tip. It seems as if the guidewire was stretched and forcibly pulled at the distal tip leading the coiled wire to unravel/stretch. No other issues were found. A product history record (phr) review of lot 35261020 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire-withdrawal difficulty-from vessel¿ was not confirmed since the reported complaint could not be properly evaluated due to the nature of the complaint itself. However, the reported ¿distal tip-wires-unraveled/stretched - in patient¿ was confirmed since an unraveled/ stretched damaged condition was observed on the coiled wire of the unit as received. The exact cause of the reported event could not be conclusively determined during the analysis. However, during the product analysis it seemed as if the guidewire was forcibly pulled at the distal tip leading to the coil wire to unravel/stretch . P. Procedural/handling factors or vessel characteristics (although not provided) may have contributed to the reported event. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.